Event description:
It was reported that the tie wraps were defective.

Manufacturer narrative:
During repair and testing at the service center, the device alarmed for low o2. This was due to defective tie wraps.